Manufacturer narrative:
The device was returned to zoll medical corporation. During evaluation, the malfunction was verified. The main board was replaced to remedy the problem. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old female patient, the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.